Event description:
Received a series of synvisc injection in both knees back in (B)(6) of this year. My reaction to the shots was the inability to straighten my left leg for about a minute. The next week both knees hurt and were slightly stiff. After the last series of shots I experienced swelling in both knees but mainly in my right. I returned to my orthopedic surgeon. He aspirated 33ml of fluid. In the next two following visits produced almost the same amount. It was impossible for me to walk without extreme pain and climbing a few stairs was out of the question. I could not get an answer as to why this happened. I'm going on 4 months and still am unable to climb stairs. I explained that the pain is in the ligaments behind the knee and going up the ham [invalid] they feel contracted. This is beyond upsetting and has kept me from my daily routine. Have you ever had a similar situation reported?